Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center did not display an image with 180 scope series. The customer tried their pigtails, yet no image was displayed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation confirmed the reported no image on 180 scope series which was due to faulty patient board set. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the dr board. The dr design change was confirmed to have been made on april 16, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.